Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 76 year old female patient was placed on impella cp as a pre-op placement. A ventral septal perforation (vsp) operation was performed. After the operation, the assistance level was increased from surgical mode, and the purge system blocked alarm immediately sounded. After confirming that there were no kinks in the purge system, the purge system and the yellow connector of the cp pump were removed to attempt to replace the purge cassette, and the purge pressure returned to normal. Therefore, it was determined that the problem was with the pump, and the cp was replaced with a new pump. The alarm was then resolved.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device and data logs were received for investigation. High purge pressure: data log review shows a 6-minute purge pressure increase starting once the pump is turned on to p-2 from surgical mode. Purge pressure high and purge system blocked alarms then triggered. Pump flow is immediately saturated upon startup from surgical mode and remains saturated the rest of the case. High purge pressure is sustained for 30 minutes but then resolves. Pump flow was still saturated at this point. There were no motor current spikes besides the expected spike upon pump startup from surgical mode. The pump was in and out of surgical mode for ~3 hours. The product was returned and evaluated. There was biomaterial in the purge gap and wrapped around the impeller. No kinks were found on the catheter. High purge pressure and purge system blocked alarms reproduced, which resolved after cutting the catheter close to the motor housing. There was no blood ingress found in the purge line. The root cause of the high purge pressure was most likely biomaterial since biomaterial was found in the returned pump's purge gap and data logs show saturated flow begin at the same time as the 6-minute purge pressure (pp) rise; however, it is unknown whether the biomaterial was buildup or ingestion since there was no motor current spikes except the expected spike upon pump startup from surgical mode. Saturated flow: the failure mode saturated flow was added since data log review showed saturated pump flow occurring at the same time as high purge pressure. Upon pump startup from surgical mode, pump flow is immediately saturated and remains saturated for the remainder of the case. The returned product had biomaterial in the purge gap and wrapped around the impeller. There was no blood ingress seen in the purge line in the catheter. It is unknown if there was biomaterial ingestion since there were no motor current spikes prior to the saturated flow except the expected spike upon pump startup from surgical mode. The root cause of the saturated flow was most likely biomaterial since the saturated began at the same time as the pp increase in the data logs and the returned product had biomaterial in the purge gap. D9 device returned to manufacturer date added h6 medical device problem code 1250 was erroneously entered on the initial manufacturer device report number. H10 instructions for use were erroneously entered on the initial manufacturer device report number.